Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a "printer overheated" message displayed on the programmer. It was also reported there was an overheating warning noted at clinic. Smoke was alleged to be coming from the programmer. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer passed functional testing and engineering evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.